Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that an unspecified posiflush syringe had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported via posiflush pmcf survey that the clinician experienced a patient reaction and difficulty connecting to the port/valve and or needleless system and plunger movement difficulty within the past 12 months."